Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) is experiencing recurrent urinary incontinence along with issues related to cuff inflation. Additionally, fluid loss within the pump was noted. A revision surgery has been deemed necessary but has not yet been performed. No further information has been provided.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) is experiencing recurrent urinary incontinence along with issues related to cuff inflation. Additionally, fluid loss within the pump was noted. A revision surgery has been deemed necessary but has not yet been performed. No additional patient complications were reported.

Manufacturer narrative:
Correction to field h6: impact codes. Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100541534 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4) model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100491134 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4) the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptom of urinary incontinence was found to be listed in the IFU. A risk review was completed and confirmed that the event of urinary incontinence and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem. Therefore, a conclusion codes of unable to exclude device problem and known inherent risk of device were assigned to this investigation.

Manufacturer narrative:
Additional information: field b5 describe event or problem, field h6 impact codes. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100541534. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a. Batch/lot number: 1100491134. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4) the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that a patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence, along with issues related to cuff inflation. Fluid loss within the pump was also noted. A surgical intervention was performed, during which the cuff component was replaced with a 5.5 cm cuff. No additional patient complications were reported.